Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized three timed sure to high blood glucose. Most recent event occurred three weeks prior to the call. Blood glucose value at the time of incident is unknown. Mother stated that the customer experienced issues with the infusion sets bending and falling off the customer's arm. They also mentioned having blood at site from the sensor. Troubleshooting was declined, and mother indicated they did not want to use different infusion sets. The product will not be returned for analysis.